Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed troubleshooting options with the health care professional. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.